Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 5.1 pocket e1 had failed. A field service engineer found a pocket failure in the drawer and force-released the defective cubie pocket from half-height cubie drawer 5.1 pocket e1. The med station became fully operational, the customer verified the system, and the hardware testing application diagnostics passed. The customer was able to recover and successfully access the system multiple times. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 5.1 failed and was unable to recover, user turned it off and on but still was u able to recover. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.